Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported dates, unspecified treatment was given for peritonitis. On an unreported date, pd therapies were discontinued and the patient¿s pd catheter was removed. The patient was placed on hemodialysis with an intention to return to pd therapy approximately six weeks later. The patient¿s outcome from peritonitis was not reported. No additional information is available.